Manufacturer narrative:
The reported out-of-range impedance was confirmed in the laboratory. Analysis found the cause to be an anomalous component within the hybrid subassembly.

Event description:
It was reported that the patient received a vibratory alert for high impedance. During surgery, leads were connected to the psa. Impedance measurements were within range. Leads were again connected to the device and impedance was out of range. Device was explanted and replaced. All measurements were found to be within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.